Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that they reached out to her clinician and was advised to turn her therapy off as "the stimulation was really strong. It was really hurting". On (B)(6) 2022, additional information was received from a healthcare professional (hcp). The hcp reported that the cause was due to the lead close to the nerve and it was removed and replaced,

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.